Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: right hemicolectomy. Event description: the device was used correctly. The customer has been using it for many years and is familiar with its handling. When using the instrument, pressing the handle either didn't release a clip or released two or three clips simultaneously, even after pressing the handle multiple times. The problem could not be resolved. The same issue occurred when using a second and third new ca500 clip applicator (from the same packaging), as previously mentioned. (A total of three instruments were used!) From the same lot number. The instrument was replaced; a new epix clip applier was used. A new instrument (ca500 epix clip applier) was opened and the surgery could continue. Additional information received from applied medical representative via email on 26nov25: after consulting with the doctor today, I was informed of the following: when using one of the three clip applicators, only one clip came out of the device. When using the next two from the same box, only a few clips came out. I was told that the clips did not adhere to the vessel. (The clips were not deformed.) (The clips were not placed crosswise on the vessel.) A new box was then opened, and the surgery was successfully continued. All the three events happened during the same surgery. The clip was loaded into the jaws. The incident was initially observed when the first clip was loaded. It occurred again several times. The clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. The actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest. No loaded clip was manually removed from the jaws. The device was actuated and reset. No clips were removed manually. No resistance in trigger actuation. Intervention: the instrument was replaced; a new epix clip applier was used. Patient status: patient is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all testing, which resulted in all remaining clips loading and closing properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: right hemicolectomy. Event description: the device was used correctly. The customer has been using it for many years and is familiar with its handling. When using the instrument, pressing the handle either didn't release a clip or released two or three clips simultaneously, even after pressing the handle multiple times. The problem could not be resolved. The same issue occurred when using a second and third new ca500 clip applicator (from the same packaging), as previously mentioned. (A total of three instruments were used!) From the same lot number. The instrument was replaced; a new epix clip applier was used. A new instrument (ca500 epix clip applier) was opened and the surgery could continue. Additional information received from applied medical representative via email on 26nov25: after consulting with the doctor today, I was informed of the following: when using one of the three clip applicators, only one clip came out of the device. When using the next two from the same box, only a few clips came out. I was told that the clips did not adhere to the vessel. (The clips were not deformed.) (The clips were not placed crosswise on the vessel.) A new box was then opened, and the surgery was successfully continued. All the three events happened during the same surgery. The clip was loaded into the jaws. The incident was initially observed when the first clip was loaded. It occurred again several times. The clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. The actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest. No loaded clip was manually removed from the jaws. The device was actuated and reset. No clips were removed manually. No resistance in trigger actuation. Intervention: the instrument was replaced; a new epix clip applier was used. Patient status: patient is ok.